Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was bent on the cautery. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was bent on the cautery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection was conducted. The heater wire was flexed away from the hot jaw and slightly twisted with detachment at the tip. The wire remained in place at the base of the jaw. No other failures were observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was confirmed. Specific actions for the reported failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.